Event description:
It was reported that the pacing lead impedance had gradually increased over the previous 6 months, leading to high, out of range measurements. Lead was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.